Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes were "soiled" with and leaking blood.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage (tube bottom) with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for leakage (tube bottom) with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes were "soiled" with and leaking blood.